Manufacturer narrative:
Other text: h3: one cadd ms3 pump was received with a damaged rear housing. The event history log was reviewed and there was no evidence of the reported issue. Functional testing and visual inspection were conducted. The reported issue was unable to be duplicated. During power up and testing, the device found no beeping that cartridge was not detected. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, there was no problem found with the pump. However, it was recommended that the rear housing be replaced as a preventive measure. The front housing will be replaced as part of the repair process.

Event description:
Information was received indicating that a hospitalized patient was using the cadd ms3 pump. The pump displayed an alarmed for the cartridge not being detected even though one was already attached. The pump was replaced in order for the patient to receive the medication. The patient's condition was pulmonary arterial hypertension and the programmed rate was 5mg/ml of remodulin at 30 ng/kg/min, continuous infusion. There was no interruption of therapy and no adverse events reported.